Manufacturer narrative:
To the differences of the ft3 values generated with the analyzers from roche diagnostics and abbott architect: assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined. From the provided information, a general reagent issue can be excluded.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with elecsys ft3 iii, the elecsys ft4 ii assay, and the elecsys anti-tshr immunoassay on a cobas e 411 immunoassay analyzer. The ft3 and ft4 results from the e411 analyzer were higher than results obtained on an abbott architect analyzer. The physician also doubts the non-reactive anti-tshr result from the e411 analyzer. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay and refer to the medwatch with patient identifier (B)(6) for information related to the anti-tshr assay. Refer to the attachment for all patient data. The patient sample was initially tested on the customer's e411 analyzer on (B)(6) 2018. The sample was repeated for ft3 and ft4 on an abbott architect analyzer. The sample was repeated for anti-tshr using the yamasa method. The sample was also provided for investigation where it was tested on an e 801 analyzer. No adverse events were alleged to have occurred with the patient. The serial number of the customer's e411 analyzer is (B)(4). The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 348359, with an expiration date of october 2019 was used on this analyzer.